Event description:
It was reported that during drilling of the rail cutter punch the rail cutter bit was broken. The broken fragments were able to be retrieved. It was also reported that the instrument had been used multiple times, though, it is labeled as a single use instrument. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.